Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and she was unable to clear it due to the buttons not responding. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. It was unable to perform the no delivery test due to button/keypad anomaly. Device was received with cracked case at display window corner, battery tube threads, broken reservoir tube lip, minor scratched display window and missing end cap sticker.